Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon evaluation. The monitor failed the pulse test. The cause of the test failure was intermittent contacts between the ca and defib boards. The intermittent contacts caused a voltage misread during the pulse. The root cause for the intermittent contacts was unable to be positively determined. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor (B)(4)the monitor failed the pulse test. The last patient to use this monitor did not report any deficiencies.